Manufacturer narrative:
The reported event, was not confirmed as the product for this investigation was not returned for evaluation. Device was not returned to the manufacturer facility.

Event description:
It was reported that the bottom part of the aseptic housing came apart at the seam during a procedure at user facility. This exposed the non sterile battery to the sterile surgical field. It was confirmed that nothing fell on the surgical site. The procedure was completed successfully using back-up equipment without a clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the bottom part of the aseptic housing came apart at the seam during a procedure at user facility. This exposed the non sterile battery to the sterile surgical field. It was confirmed that nothing fell on the surgical site. The procedure was completed successfully using back-up equipment without a clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.